Manufacturer narrative:
(B)(4). The device availability is unknown, but attempts are being made to obtain the sample for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a check patient line alarm was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a check patient line alarm that appeared on the homechoice unit during drain 1. The technical service representative (tsr) assisted the home patient (hp) with troubleshooting. The hp stated that there was air in the patient line. The tsr explained that the hp would need to start over with new supplies. No patient injury or medical intervention was reported.

Event description:
During follow up the home patient (hp) stated that she did not remember that particular alarm but does remember setting up with new supplies. The hp stated that she did notify her nurse but has not had any other issues since then.